Manufacturer narrative:
(B)(4). The customer reported that pacing pulses were delivered at the incorrect time during the qrs complex. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that pacing pulses were delivered at the incorrect time during the qrs complex. There was no report of negative pt impact.